Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was concluded that the station encountered a communication failure. A field service engineer replaced the ethernet cable due to its damaged insulation, while the wall jack was found to be in good condition. The network settings were configured to dhcp, with a speed of 100mbps half duplex. Additionally, all connected drawers were inspected, and the aio, bio ID, and keyboard cover were cleaned. The cradle of the barcode scanner was also tightened. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es experienced frequent disconnection issues. The customer stated this malfunction occurred when the user was trying to issue medication to the patient and confirmed that there was no delay in patient care or harm to the patient. There were no adverse events or injuries reported based on this event.